Event description:
Information received indicates the head section is moving from side to side.

Manufacturer narrative:
The hill-rom technician found the pivot slides came out of the guide track and the head section weldment was bent. The technician replaced the pivot slides and the head section weldment to repair the bed.